Event description:
It was reported a homechoice cassette had a "dark spot problem". This was identified before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection with the naked eye noted a black particulate matter (pm) inside the welded cassette. Functional testing including underwater pressure testing, self-testing and priming were performed with no issues noted. The sheeting was cut opened and confirmed the particulate matter in the welded cassette is an embedded particulate matter on the molded cassette. The reported condition was verified. The cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.